Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, "use of this new double light tube equipment for surgeries where selective intubation is essential; this tube has an ergot too rigid, which is traumatic." It was reported that the y connector disconnected twice and there were difficulties to access to the head of the patient during robot surgery. It was reported that there was no injury to the patient and it was stated that the patient did not experience any complications, no medical or surgical intervention was needed to prevent a permanent impairment of a function, and the event did not lead to or extend patient hospitalization.

Event description:
Additional information was stated that the level of desaturation was one desaturation; spo2 level = 10%.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one sample was evaluated. The product is used in treatment. The reported condition was not confirmed. Product meets specification. The investigation found the device to function normally. No corrective action is required, because no failure mode was identified, since the product tested satisfactory. The reported failure was not related to the reported complaint event. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.